Event description:
Arterial cannulation made at which time large amount of blood began coming from entrance point of needle. The needle had separated from tubing and was lodged in pt's arm. Pressure applied to site needle was removed.